Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer's mother states that her daughter feels well and does not require medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 04/23/2018. The customer confirms the strips are stored in her van and in the bathroom in her home. The customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:218mg/dl (B)(6) 2015 06:59:00 pm fasting:yes. 2:290mg/dl (B)(6) 2015 01:15:00 pm fasting:yes. 3:170mg/dl (B)(6) 2015 01:14:00 pm fasting:yes. 4:290mg/dl (B)(6) 2015 12:53:00 am fasting:yes. 5:274mg/dl (B)(6) 2015 12:10:00 pm fasting:yes. Customer is concerned with 290mg/dl (B)(6) 2015 8:00am

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer's mother states that her daughter feels well and does not require medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 04/23/2018. The customer confirms the strips are stored in her van and in the bathroom in her home. The customer confirms the strips were first opened (B)(6) 2015. (B)(6). Customer is concerned with 290mg/dl (B)(6) 2015 8:00am.